Event description:
It was reported that during a laparoscopic vaginal hysterectomy the jaws of the device would not open/release, and the blade would not engage. It was not reported whether the device was stuck on the pt tissue. Another device was used to complete the procedure. There was no pt injury. Add'l info was requested, but no add'l info was provided. A follow-up report will be sent if add'l info is received.

Manufacturer narrative:
Final device investigation found that the device was returned with the jaws jammed approximately 3.28mm apart and the blade partially extended, but fully contained within the jaws. Upon evaluation, the jaws could not be opened. The handle was unable to unlatch fully because the blade trigger was stuck. Electrical testing could not be performed due to the condition of the returned device. No job number was provided so the device history record could not be reviewed. The instructions for use state "do not overfill the jaws of the instrument with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or pt" and "care should be taken to verify the jaws are fully closed (less than 2mm...) Prior to engaging the cutting blade as this may damage the device."